Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/10/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located at the abdomen and was described as an itchy, scabbing, red rash with tiny bumps. Affected area was treated with triamcinolone .1 % prescribed on (B)(6) 2016 for a previous reaction. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.